Manufacturer narrative:
The customer did not clear the reported error according to the user guide.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was displaying an e-4 error message, which led to hyperglycemia. The patient went to the hospital. Upon arrival at the hospital the patient's blood glucose level was 580 mg/dl. The patient was treated with an insulin infusion. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.